Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the screen froze and buttons are not responding. No further information provided.